Manufacturer narrative:
(B)(6). This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Part numbers for three screws involved were provided, but it is unknown which was the complained screw. Part 201.360.97 2.0mm cortex screw slf-tpng with stardrive recess 10mm; 201.366.97 2.0mm cortex screw slf-tpng with stardrive recess 16mm; 201.362.97 2.0mm cortex screw slf-tpng with stardrive recess 12mm device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial implant procedure on (B)(6) 2016 a piece of one self-tapping cortex screw unraveled. Three 2.0 millimeter (mm) self-tapping cortex screws with different lengths (10mm, 12mm and 16mm) were implanted in a podiatric procedure. As one of the three screws was implanted, a piece of the screw unraveled and broke off. This fragment was easily retrieved. Additional x-rays were taken which confirmed correct placement of the screw and no further fragment. The surgeon decided to leave the screw in the patient. It was reported that there was no surgical delay and the procedure was successfully completed. It is unknown which of the three screws stripped. This report is for an unknown screw. This is report 1 of 1 for (B)(4).